Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Dissection is listed in the IFU, as a known adverse event associated with coronary stenting. It can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" However, in this case, a conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or damage. Device issue: none. It was reported during deployment of a 3.0 x 18 mm xience v in the rca, a dissection occurred. A 3.0 x 28 mm xience v was implanted to cover up the dissection. Reportedly, there were no pt effects. No additional event or pt information is available.